Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part and lot 0100214156 ¿ durom acetabular component ¿ 2333361. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00082. Insufficient information.

Event description:
It was reported patient developed pain around the right hip with flexion and abduction and began pt for the pain approximately 6 years post implantation. Approximately 2 years later, the patient underwent a metal suppression MRI and blood test noting elevated metal ion levels and eventually underwent a revision surgery the next calendar year. During the revision, pseudotumor and synovitis was noted along with corrosion on the taper of the stem and the bore of the cobalt chrome head. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.